Event description:
It was reported that during an unknown procedure, it was observed that the device did not fire farther after it fired a little. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2025. D4: batch #312d37. Additional information was requested, and the following was obtained: 1. Please provide more details for ip-02511583: did the device lock-out (no staples deployed and no cut line started)? 2. Or did the device start to deploy staples and cut but could not be completed? 3. Or did the device fully fire and stop during the automatic knife return? -partially fire 4. Was there any difficulty opening the device jaws? -no. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards and without load present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record was performed for the finished device psee45a lot number m9c997 and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 312d37, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.